Event description:
Per complainant, a doctor and nurse were both shocked during the procedure. Neither the doctor nor the nurse was injured and no medical or surgical intervention was required. The end-user sent the device back to our customer and our customer sent the device to us. Our engineering department concluded its investigation into this incident. Engineering found no fault with the device and was not able to replicate the complaint.

Manufacturer narrative:
As noted in section 5., our engineering department found no fault with the device and could not replicate the complaint.